Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by the patient that the last two implants from (B)(6) 2009 never worked and so the patient had both systems removed in 2009 or 2010, the patient stated they could not remember. The patient also stated that they had been schedule for other medical procedures (not alleged to be related to the device/therapy) and that was also the reason why the implants were removed. The patient reported that they did not remember the name of the health care physician (hcp) who removed the systems. The patient also reported that they had a stroke (not alleged to be related to the device/therapy) and thus had difficulty remembering dates. The patient stated that the implanted systems that they received were removed. There were no further complications reported.